Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked battery tube threads.

Event description:
The customer's parent reported via phone call that they received a button error alarm. The parent also reported the customer experienced a blood glucose of 596 mg/dl at school. Customer had difficulty breathing from their blood glucose. The parent later reported they were able to get the customer's blood glucose to 369 mg/dl. The parent was also able to get the customer out of their ketoacidosis stage. The customer's parent could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.